Manufacturer narrative:
No returns were available from the customer site for this evaluation. Clinical sensitivity was assessed using in-house retained reagent packs of architect (B)(4) assay lot 48227lf00 and commercially available seroconversion panels. All test results met specifications, indicating acceptable performance of this lot of reagent. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect (B)(4) assay package insert and the architect system operations manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures. Sample integrity issues cannot be ruled out as a possible cause of the customer's current issue. Suspect medical device: correct catalog # from 06c36-36 to 06c36-32.

Event description:
The customer reports a false non-reactive result for one patient sample tested with the architect hbsag assay on an architect i2000sr analyzer. The patient generated a non-reactive result of 0.02 iu/ml (results of less than 0.05 iu/ml are considered non-reactive). The sample tested reactive at 0.05 iu/ml on another architect isystem analyzer in the lab. A different sample was then tested on this other architect isystem analyzer and generated a reactive result of 0.10 iu/ml. No suspect results were reported from the lab. There is no impact to patient management reported. The patient is being treated as an outpatient for a heart attack and has been treated in the past for stomach cancer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c36, that has similar products distributed in the us, list numbers 01l80 and 04p53. (B)(4).